Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis, elevated levels of cobalt and chromium, metallic synovitis ad pseudocyst.